Event description:
The customer reported that the device is intermittently recognizing the connection of the therapy cable assembly. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer has advised physio-control that the reported issue was due to the end user removing and inserting the therapy cable assembly very frequently, which caused the connector to become loose. Physio has recommended replacement of the therapy connector assembly. The device will be returned to service for use following replacement of the therapy connector assembly.